Manufacturer narrative:
(B)(4). There is not an appropriate result code. The facility has communicated that the device is not available for evaluation. The device history review for lot #71f15m0147 revealed no production issues at the time of manufacture of the complained lot. A visual, dimensional, or function inspection was not performed because the device is unavailable. The memobag was 100% inspected during production. Additional information from the customer states that the memobag and its contents were removed through a size 10mm trocar. The "IFU prescribes that large pieces of specimens may need to be cut into smaller pieces for removal if the contents of the memobag are too large to pass through the trocar incision; the incision may need to be enlarged to facilitate removal of the memobag; care should be taken at all times to avoid contact of the bag with sharp instruments, cutting devices, morcellators, electrocautery or laser delivery devices. With the memobag at the base of the trocar, withdraw the trocar sheath, memobag and graspers until the closed mouth of the memobag is at the trocar incision site. Continue to remove the memobag through the trocar incision site by hand under direct vision." Other remarks: in the event that the procedure for memobag removal is not fulfilled, the complained defect can be caused. The root cause of this complaint was determined as improper method of use during removal based on the provided information from the customer; the memobag was removed through the trocar. Teleflex will continue to monitor and trend related events.

Event description:
The user stated that when removing the memobag from the body the bottom was torn easily. No health injury was reported. Additional information states that the size of the trocar being used was 10mm and the memobag with it's contents was removed through the trocar. All contents that dropped in the patient were removed.